Event description:
During a polypectomy, the snare opened properly but would not close all the way after trying to remove a polyp. Manufacturer response for snare, (brand not provided) (per site reporter). [Redacted], boston scientific rep.